Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported "false upstream occlusion" which was not reproduced. A review of the event history log identified false upstream occlusion. The cause was determined to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported " log shows downstream occlusion" which was reproduced. A review of the event history log identified downstream occlusion. The cause was determined to be tubing guide was out of specification which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false upstream occlusion, but log showed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.